Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from facial paralysis since implantation surgery due to a compression of the facial nerve. A decompression surgery was performed successfully, however the device was inadvertently damaged during the surgery. Device investigation confirmed the reported damage. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Bilaterally implanted recipient developed post-operative facial paralysis on the left side. On (B)(6) 2023 the recipient underwent a facial nerve decompression, however, the electrode lead was accidently damaged during surgery. The recipient has been re-implanted. The decompression surgery resolved the facial paralysis.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Bilaterally implanted recipient developed post-operative facial paralysis on the left side. On (B)(6) 2023 the recipient underwent a facial nerve decompression, however, the electrode lead was accidently damaged during surgery. The recipient has been re-implanted. The decompression surgery resolved the facial paralysis.